Event description:
(B)(4). I began having pelvic pain immediately and it has never gone away. I have gained (B)(4), feel tired all the time, headaches, vision changes, worsened anxiety, hair loss, brain fog, bowel problems, gallbladder stones and removal, and did I mention the fatigue...it's terrible.